Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of -18.0 diopter in the patient's right eye (od) on (B)(6) 2022 but the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens intraoperatively implanted; removed and replaced for an identical lens. This resolved the problem. Cause is unknown.

Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).